Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's doctor called to report that the customer is experiencing high blood glucose levels. Customer's blood glucose reading at the time of the incident was 500+ mg/dl. Customer's doctor reported that the customer experienced low blood glucose levels as well. Customer's blood glucose reading at the time of the incident was 50+ mg/dl. Customer's doctor reported that the customer was admitted to the hospital on (B)(6) for unrelated issues. Customer's doctor reported that the customer remained on pump therapy throughout. However, the customer was not connected at the time of the call. Customer's blood glucose now ranges from 53 to 74 mg/dl. Customer was treated with deltrosc 25% IV. Customer was not able to complete troubleshooting at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is not expected to return.